Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079426) on 07-sep-2018. The most recent information was received on 26-nov-2018. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("right side pain"), genital haemorrhage ("extreme bleeding"), autoimmune disorder ("autoimmune disorder") and haemorrhagic ovarian cyst ("hemorrhagic ovarian cyst") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), vomiting ("vomiting"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), amenorrhoea ("loss of menstrual period"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), haemorrhagic ovarian cyst (seriousness criterion medically significant), anaemia ("anemia"), nephrolithiasis ("kidney stone") and inflammation ("inflammation") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (removal of essure-hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, vomiting, weight decreased, allergy to metals, alopecia, amenorrhoea, adenomyosis, endometriosis, haemorrhagic ovarian cyst, anaemia, nephrolithiasis and inflammation outcome was unknown. The reporter provided no causality assessment for adenomyosis, allergy to metals, alopecia, amenorrhoea, anaemia, autoimmune disorder, endometriosis, genital haemorrhage, haemorrhagic ovarian cyst, inflammation, nephrolithiasis, pelvic pain, vomiting and weight decreased with essure. The reporter commented: the seriousness criterion hospitalization, disability/permanent damage was reported, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5079426) on 07-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("right side pain"), genital haemorrhage ("extreme bleeding"), autoimmune disorder ("autoimmune disorder") and haemorrhagic ovarian cyst ("hemorrhagic ovarian cyst") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), vomiting ("vomiting"), weight decreased ("weight loss"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), amenorrhoea ("loss of menstural period"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), haemorrhagic ovarian cyst (seriousness criterion medically significant), anaemia ("anemia"), nephrolithiasis ("kidney stone") and inflammation ("inflammation"). The patient was treated with surgery (removal of essure-hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, vomiting, weight decreased, allergy to metals, alopecia, amenorrhoea, adenomyosis, endometriosis, haemorrhagic ovarian cyst, anaemia, nephrolithiasis and inflammation outcome was unknown. The reporter provided no causality assessment for adenomyosis, allergy to metals, alopecia, amenorrhoea, anaemia, autoimmune disorder, endometriosis, genital haemorrhage, haemorrhagic ovarian cyst, inflammation, nephrolithiasis, pelvic pain, vomiting and weight decreased with essure. The reporter commented: the seriousness criterion hospitalization,disability/permanent damage¿ was reported, but not specified or assigned to one of the events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.